Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The battery was ordered to repair the device. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips international team and is being investigated by the philips complaint handling team. Customer biomed reported the v60 ventilator had an unspecified error message related to the battery. In the diagnosis part of the device, the battery is at 100% but it is showing that there is only 20 minutes left to work before it shuts off. They are requesting a quote for a new battery. It is unknown if this issue occurred while in therapeutic use. However, there were no reports of patient/user harm or injury. This investigation is ongoing.